Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported the pump had been removed "about 5 years ago". It was reported the reason for the pump being removed was due to infection and the fact that the patient was actively trying to get pregnant. It was noted they did not recommend the patient get pregnant with the pump implanted. The patient was diagnosed with infection and that it was sepsis which was related to the pump implant. They removed the pump (B)(6) 2015 but left the catheter in the body. The patient was to have an MRI and the MRI facility needed device information. The event date was (B)(6) 2014 (month and year valid). No further complications were reported.